Event description:
Respiratory therapy has found three of these endotracheal tubes that have developed kinks at the position of the subglottic suction. This spot on the tube is where the pilot balloon line and the subglottic suction line enters the tube. Respiratory therapy has had to replace the endotracheal tube on two patients.